Event description:
It was reported that the patient presented in the ER in (B)(6) with bilateral infected knees from an acute infection in the patients blood. It affected both the knees which had rev implants in and both the shoulders which had no implants. Patient was washed out and implant exchanges took place on 2 separate occasions at a different facility. Patient came into clinic for follow up in (B)(6) and both knees appeared to still be infected. Cultures showed a sensitive strep. Surgeon admitted the patient and bilateral knee revisions were performed in a one stage fashion to include thorough irrigation and debridement and placement of resorbable antibiotic beads. There was no delay nor patient harm noted. No allegations were made against any component as this was from an organism in patient blood that affected multiple joints in patient's body. Date of implantations right rev knee was (B)(6) 2016. Left rev knee was (B)(6) 2023. And I&d and poly exchange of left knee and right femoral revision on (B)(6) 2025. A second I&d with poly exchanges on both sides on (B)(6) 2025. All components and reimplantation on both sides, (B)(6) 2025. Affected side: right knee

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. No device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.